Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing lead impedance low out of range. No noise was present. The patient will continue to be monitor. The device remains in service. No adverse patient effects were reported.